Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. On the same day the patient had type 4 myocardial infarction. The target vessel (lad) was involved. There was occlusion of the septal branch. The cec adjudicated non q wave mi (target vessel) 3rd udmi peri-pci. The patient recovered. The investigator assessed that the event was causally related to the device and possibly related to the anti-platelet medication. The sponsor assessed that the event was possibly related to the device and not related to the anti-platelet medication.